Manufacturer narrative:
An on-site visit was performed on (B) (6)2009, and it was discovered that the site had changed the room configuration (bed configuration was changed and a lead skirt was placed on the bed) without informing superdimension of this change as the current labeling requires. After changing the bed position back to the original configuration, and removing the lead skirt, the accuracy tests passed. In addition, it was also discovered that a mattress was being used that was anti-static that contained conductive material which is not compatible with the superdimension system. Labeling states the following: "significant changes to the configuration of the bronchoscopy suite, including introduction of new metallic equipment or movement of existing metallic equipment can affect the accuracy of the system. Contact superdimension customer service to schedule a recalibration of the instrument prior to making bronchoscopy suite reconfigurations".

Event description:
The physician observed and reported a >13 mm inaccuracy in the registration phase that did not allow continuing to the navigation phase and therefore, the procedure was aborted using the superdimension system. It was reported that the physician then used traditional bronchoscopy to obtain a sample. There was no harm or injury to the pt reported.